Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that non-sustained noise and suspected oversensing was observed. The device was reprogrammed with new settings.